Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, a cause for the reported incomplete coaptation - single leaflet device attachment (slda) appears to be related to a combination of patient morphology/pathology and difficulty visualizing the clip. The reported difficulty visualizing the clip appears to be related to suboptimal imaging. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported on 08 april 2026 that the patient presented with grade 4+ degenerative mitral regurgitation (mr) and thin leaflet for a mitraclip procedure. During the procedure, imaging was very challenging. A mitraclip was successfully implanted. Post deployment, the clip single leaflet device attachment(slda) from the posterior leaflet. 2 additional mitraclips were deployed to stabilize the slda clip. The mr was reduced to grade 2 post procedure. There was no clinically significant delay reported.